Event description:
The following was published in technology and health care 2025, vol. 33(4) 1827¿1838. Sage ios press. "Stepwise ablation strategy in radiofrequency ablation improves acute and long-term outcomes of scar-related ventricular tachycardias"; pin wang. Data of 41 patients with scar-related vts treated with stepwise ablation or substrate modification alone during sinus rhythm were retrospectively reviewed. The procedure acute success and long-term success during follow-up were compared. Two events of pseudoaneurysm were reported. One required compression hemostasis, and the other was treated with injection of lyophilized thrombin powder into the aneurysm. Two events of av fistula were reported, one of which included pelvic hemorrhage that was treated with a blood transfusion, anti-infection medication, and IV fluid therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.